Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 30-degree endoscope to perform failure analysis (fa). The endoscope was analyzed, and the reported complaint was confirmed but not replicated. The error 48225 "camera error power failure" was found in the system logs, however the failure could not be reproduced during in-house testing. Additionally, the endoscope was found to have damage to the button pack assembly. Visual inspection confirmed hairline crack on lamp button exhibiting damage of the button pack assembly. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector ferrule exhibited mechanical damages such as scratch marks, indentations or broken or missing pieces located at cable connector proximal end. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. The endoscope was tested and placed on an in-house system for cable testing and failed due to wpb defect. The complaint was confirmed but not replicated by fa. The probable root cause of vision failures with endoscope cannot be determined since the reported issue was not replicated during in-house testing. A common cause of the inverted image can be attributed to an improper endoscope engagement on sterile adapter which may cause the incorrect image orientation. Furthermore, the probable root cause of the additional findings by fa are listed as follows: the probable root cause of cracked camera button is attributed to mechanical damage during use or improper handling, which may include accidental drops of the endoscope. Extensive cracking leading to the button pack breaking off can occur, which is likely caused by improper cleaning during reprocessing. The probable root cause of mechanical damage in cable connector is attributed to damage during use, which may include improper handling of the cable. Not fully inserting the connector to the connection port on the vision side cart (vsc) can cause damage to the light guide ferrule. The probable root cause of binding in camera instrument adapter is attributed to component susceptibility to increased friction of the cracked lens is attributed to damage during use or improper handling. Accidental drops of the endoscope, inadvertent collisions with hard surfaces, or improper cleaning during reprocessing can result in damaged optical components. A cracked window can also result in fluid invasion that may further the damage to optical components.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The30-degree endoscope plus involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, the 0-degree endoscope plus had both eyes upside down and/or one eye was flipped, and the other was fine. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed logs and found errors 48221 and 48229. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information; however, the reporter was not able to provide further details about the reported event.